Event description:
It was reported that a pump malfunction occurred, where the pump screen turned dark and would not power on. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.